Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed. After removal of the pod the cannula had then deployed late. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. No evidence of damage or manufacturing deficiencies were found that would result in the needle deploying late. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 56. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.